Event description:
At conclusion of surgery for excision of benign cyst right maxilla, perioperative nurses noted burn marks along the inner aspect of both legs. The holes of the mallinckrodt warning blanket matched the areas of the pt's legs. The pt was discharged without delay.